Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Analysis was unable to perform the displacement test due to missing segments. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.